Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issues. The technician enabled manual mode in the settings of the device to solve the issue of device not switching on manual mode. The ECG cable was replaced to solve the issue of device not recognizing ECG cable. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not switch to manual mode. Additionally, the customer reported that the device does not recognize ECG cable. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.